Event description:
Boston scientific crm received information that this OEM manufactured transvenous right atrial (ra) lead had dislodged after an arduous initial implant procedure. Poor sensing of atrial fibrillation was noted prior to the dislodgement, and the physician had trouble getting the lead into tissue. The patient's implantable cardioverter defibrillator (ICD) was not tested at implant due to loss of telemetry, and had to be reprogrammed at implant in order to not track atrial fibrillation and to obtain r-wave measurements. No adverse patient effects were reported.